Event description:
It was reported when using the unspecified bd vacutainer tube there were erroneous results. The following information was provided by the initial reporter. The customer stated: "psuudohypernatraemia suspected due to sodium citrate contamination. There was no coagulation studies requested but offline calcium (1.7) and chloride (60ish) supported contamination with a mildly calcium-chelating sodium salt. There was also particulates in the serum - perhaps this could be precipitated calcium or proteins. I withdrew all the biochemistry results and advised a repeat. Changed the order of draw to place sodium-citrate ahead of clotted blood in order to improve quality of clotting screen results. This change has already happened at other hbs and so we can expect to see this issue more frequently in the future." A task for biochemistry standardization could be to determine which other assays are affected by citrated blood. We remove all results for edta contamination. There is also a significant amount of liquid preservative in these tubes which could potentially be a source of variable dilution depending on how much blood is in the tube.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photographs were received from the customer in support of this complaint. Retention samples were not available for inspection because no lot number provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. No root cause could be established for the reported defect. The device history records could not be reviewed because lot number was not provided.